Event description:
Follow-up information indicated that relocating the ipg site resolved the discomfort the patient experienced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2016 and the ipg site was relocated.